Event description:
The device was used during a total gastrectomy. Reportedly, the instrument was difficult to open. The surgeon was able to open the device by force and there was unexpected tissue loss. Suture was added to complete the procedure. The hospital has reported no pt injury occurred.